Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operation room for a generator changeout due to normal elective replacement indicator, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced. The patient condition is well.